Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set cannula kinked within 3 hours of insertion at abdomen and upper arm on (B)(6) 2024. It was also reported that the patient had bleeding at infusion set insertion site. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.